Manufacturer narrative:
UDI: (B)(4). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that when the surgeon used the cutting burr device to drill the bone hole, the device broke, and the fragment flew to the floor. It was reported that there was no fragment left in the patient¿s body. It was further reported that the device was used on the head and there was no infection. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During evaluation, the external features of the cutter device were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. It was further determined that the root cause of the issue ¿cutters broke¿ was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.